Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse states that maintenance code#1&3 is required. After diagnosis it was found that drive manifold (0104-00-0031) has gone defective. The fse replaced the drive manifold with new one which rectified the issue. The unit was handed over to customer in working order.

Event description:
It was reported that during a routine check by perfusionist, the cs100 intra-aortic balloon pump (iabp) unit is showing maintenance required code #3 alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.